Event description:
Information received indicates the head hi/low function will not raise.

Manufacturer narrative:
The facilities biomedical engineer replaced the head hi/low solenoid valve to repair the bed.